Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 505 mg/dl at time of incident and 466 mg/dl and the insulin pump alarmed insulin flow blocked alarm resolved by troubleshoot. After giving manual bolus 2.6, patient's current blood glucose value was 466 mg/dl. During troubleshoot for high blood glucose, high pressure test resulted in alarm by the insulin pump. Based on troubleshoot the insulin pump was working as designed. The insulin pump will not be returned for analysis.